Manufacturer narrative:
System analysis/service repair was performed on july 02, 2015. The replaced resonator s/n hpr 3129 was returned to manufacturer on september 09, 2015. Product evaluation summary: the resonator s/n (B)(4) was evaluated on september 10, 2015. The evaluation revealed that the output coupler (oc) and sam optics were unclean. The oc and sam were cleaned. The diode and desiccant were replaced. The resonator was realigned and a new test report was completed.

Manufacturer narrative:
System analysis/service repair: the reported error code 172 was confirmed and determined to be the result of a defective laser diode. The resonator was replaced , the system tested and verified to specification. The resonator, hpr3129, was returned to ams (B)(4) for repair.

Event description:
It was reported that while using the greenlight laser system during a prostate procedure, an error 172 was received. The case was completed using an alternate procedure (turp). Patient outcome: "no injury." There was no patient injury reported.